Manufacturer narrative:
UDI number: (B)(4). Explant date: per the facility, only two (2) screws were removed during the revision. All other hardware, including this device, were left implanted. (Device was not received; therefore, no evaluation is anticipated). Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This device was used for treatment, not diagnosis. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history record revealed no complaint related anomalies. The device history record shows this lot of ti spiral blade 80mm sterile f/ti retrograde femoral nail-ex product was processed through the normal manufacturing and inspection operations with no rework or non-conformities noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications but there was a non-conformance noted. This non-conformance was for documentation, the original vendor supplied certified test report had the calculated beta transus temperature listed in degrees fahrenheit. This was corrected to degrees celsius and the lot of material was accepted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had a fractured left distal femur and the patient was implanted with a retrograde femoral nail in her third left distal femur on (B)(6) 2015. On (B)(6) 2016, a dynamization surgery was performed on the patient due to a presented delayed union. The surgeon removed two locking screws from the patient and the retrograde femoral nail remains implanted. There were no surgical delays or allegations against the implanted devices reported. The patient is reportedly doing well. This is report 4 of 6 for (B)(4).